Manufacturer narrative:
The device was not returned to the MFR (MFR.) For analysis; therefore, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailability of the device no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. Due to the legal nature of this report, all future correspondence/investigation and follow-up will be handled by the MFR.'s legal department. The MFR. Is now closing the file on this event. Submitted to the FDA 5/15/1998.

Event description:
On 3/16/1998, the attorney for the former owner of the MFR informed the present MFR's rep via fax that they had received a claim letter from the pt's attorney that states (in brief) the following: on 2/9/97, the pt had a device that was mfg by a company inserted for receiving medications. A copy of the pt's identification card was enclosed (i.d. Card was not forwarded to the present MFR.). The letter went on to state that the pt's physician's were carefully reviewing the pt's radiological studies and determined that it (the device) had fractured and a portion of the device catheter lay in the pt's right ventricle and had actually gone into his pulmonary artery. The pt was contacted and requested to immediately go to the hosp for emergency surgery. Because of the defective catheter, the pt underwent two surgical procedures. First, the catheter fragment was removed from his pulmonary artery on 8/22/97. He later returned (date not specified) to the operating room for removal of the reservoir and attached proximal portion of the catheter. Preoperatively, the chest x-ray noted that the pt had a mild cardiomegaly in the central vascular prominence possibly resulting from a fluid overload which resulted from the broken catheter. As noted in the operative note, incisions were made and the catheter was found to be in the right ventricle (a copy of the operative note was not included). The letter goes on to state that the attorney's offer to compromise the case for the pt's claim against the MFR. No further details were provided at this time.